Manufacturer narrative:
Stelkast was made aware of a size mismatch while reviewing the patient implant form. The surgeon was immediately contacted. No malfunction of the device was alleged.

Event description:
While reviewing the patient implant form, it was noticed that there was a mismatch between the femur and the tibial insert. The surgeon was immediately notified and made aware of the situation.